Manufacturer narrative:
The device is returned to hill-rom and under evaluation. A supplemental report will be submitted to FDA when investigation is complete.

Event description:
It has been reported to hill-rom about a 2-3 mm crack in the charging cable of a mobile pt lit. A spark and a burnt smell was noted when caregiver unplugged the cable from the wall.